Manufacturer narrative:
Device not returned.

Event description:
The manufacturer representative reported that the users finger was colored black upon contact during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.